Manufacturer narrative:
This report is submitted on october 19, 2016, by cochlear limited (manufacturer) on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. - attachment: [60811-device analysis report.pdf]

Manufacturer narrative:
This report is submitted on october 11, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011.

Event description:
Per the clinic, the patient developed infection at implant site, however the issue could not be resolved; subsequently the device was explanted on (B)(6) 2016. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.